Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The "tight" target lesion was located in the severely calcified left anterior descending artery (lad). A rotablation procedure was performed on the lesion and then a 3.0x12mm quantum apex balloon was advanced to the lesion for predilation. The balloon was inflated at 22atms for "very few seconds" and then on the second inflation to 22atms the balloon ruptured. The device was successfully removed from the patient and a 3.5x20mm non bsc stent was implanted in the lesion. The lesion was postdilated with a 3.5x12mm quantum apex balloon and the procedure was completed. No patient complications were reported with the patient's current condition listed as "stable".